Event description:
Customer reports a fiber leak on the first use of the dialyzer after preprocessing. The fiber leak occurred at the onset of treatment noted by a blood leak alarm and visible blood in the dialysate lines. Estimated blood loss was 270cc. Treatment was continued with new disposables without incident. Per the healthcare professional this pt had a post hemoglobin and hematocrit drawn and the results were within normal limits. No pt injury or medical intervention reported.